Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer feels pump is not delivering insulin accurately. Customer has had high blood glucose levels. No adverse event reported. Product was requested to be returned for evaluation. A request was made for the return of the device.